Event description:
69-year-old, female was having an trachelectomy dv5 robotic assisted sacral colpopexy with trans obturator sling, cystoscopy. During the procedure it was noted by surgeon and 1st assist material in the end of the mega suture needle driver. Removed and another retrieved for use - determined that the cable inside the instrument had frayed.